Event description:
Customer reported that she does not use her sensor anymore due to the inaccurate readings. She reported that threshold suspend was activated when the blood glucose reading was as high as 300 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.